Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 10/28/2019 to 9/25/2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the worn motor was traced to a component failure. It was determined that the issue related to the locking knob was due to a design error, which has been escalated to a CAPA. The assignable root cause was determined to be traced to device design and component failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking knob became loose, detached and it fell apart from the battery oscillator device. It was determined that the motor was worn. It was further determined that the device failed pretest for general condition, and check saw blade coupling. It was noted in the service order that the device self-disassembled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.